Event description:
Customer reported the images went while during a case. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the video controller board. System operates as intended.